Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
Same case as 1527460-2011-00005. The complainant reported a balloon burst. It is unk when the tube was placed; however, the balloon burst on (B)(6), 2010.